Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a fistulogram treatment procedure a balloon rupture and tip detachment occurred. Following approximately 8 inflations to unknown atms, the 8.0x40, 75cm gladiator balloon ruptured below the rated burst pressure. A circumferential tear of the balloon and a 1cm portion of the tip detached and remained on the non-bsc guide wire. As the tip was on the guide wire a snare was used to remove both the guide wire and detached tip. The procedure was completed with this device. No further patient complications were reported and the patient condition is fine..